Event description:
The customer's wife called to report a button error alarm that she could not clear due to unresponsive buttons. Advised the caller that the insulin pump would be replaced. At the time of the call, the customer's blood glucose reading was 400 mg/dl. The wife stated that the customer had no back up pain, and would be taking the customer to the hospital for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.